Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. Analysis testing could not confirm the reported oversensing issue, but damage in the ra+ and rv+ seal plugs may have contributed to the noise issue. The device was put through and passed a series of automated diagnostic testing. The device meets specification, electrically.

Event description:
Boston scientific received information that, during a routine follow-up, this cardiac resynchronization therapy defibrillator (crt-d) displayed oversensing, noise, and increased threshold measurements. No asystole of greater than 2 seconds was observed. Patient had av-block type iii. The decision was made to explant this crt-d. There was difficulty removing the device due to ingrown tissue in the pocket area. While explanting this device, a small part of the header cracked. A new device was implanted successfully. The physician also removed the two associated right ventricular (rv) leads, and implanted one new rv lead. There were no adverse patient effects reported.